Manufacturer narrative:
Results: no samples or pictures have been received for investigation and no retained samples are available for bulk references. Lot number provided does not exist so it considered lot number unknown for investigation. DHR cannot be reviewed since the lot number is unknown. During assembly process, in the assembly station mechanical leak test is done to every syringe and in case any fails, it is rejected automatically to scrap. Final products for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Conclusion: with the information available no further investigation can be done. Bd is unable to confirm the reported failure. Based on an evaluation of severity and frequency it was determined that no CAPA is required at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that liquid passed the rubber stopper on a bd plastipak¿ leur lok syringe. This happened on six different syringes during use. No injury or medical intervention.